Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on the insulin pump had to pressed harder to get it worked. The customer¿s blood glucose was unknown. Customer declined to performed troubleshooting for malfunction on the insulin pump. The customer reported that the battery life was diminished down to the week, insulin pump rejected the new batteries and backlight usually did not came on at all. Customer also mentioned that there was a chip on the corner of the screen and insulin pump catches during rewound process. Customer also mentioned that the belt clip was broken and display screen got a rainbow effect on it. The insulin pump will not be returned for analysis.